Event description:
The consumer reported that when they went to unplug the charger for their sonicare toothbrush, the charger sparked causing property damage. No injuries were reported.

Manufacturer narrative:
Analysis results- the root cause of the customer's could not be determined as no functional fault could be identified with the product.